Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible over delivery. The customer¿s blood glucose was 59 mg/dl at the time of incident and current blood glucose is 121 mg/dl and 350 mg/dl. The customer¿s other blood glucose were 170 mg/dl, 56 mg/dl and 57 mg/dl, 350 mg/dl. The customer was treated with food. The product will not be returned for analysis.